Manufacturer narrative:
Correction: upon review, 2017865-2025-17290, the assurity MRI should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. The event was due telemetry lockout, and the telemetry was restored without intervention.

Event description:
Additional information was received that event was due to telemetry lockout, and the telemetry issue was resolved with no further intervention.

Event description:
During a remote follow-up, it was not possible to interrogate the device. No intervention has been performed. The patient was stable and will continue to be monitored.